Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with elevated lactate dehydrogenase (ldh) levels, hematuria, and power elevations. Bivalirudin was initiated and the patient's numbers normalized; however, when bivalirudin was discontinued, ldh began to rise and hematuria occurred. It was reported that the surgical placement of the original pump was difficult. The pump was subsequently exchanged and the hospital reported that they plugged the old site using a felt plug and re-cored the heart. A thrombus was seen on the outflow stator blades.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.